Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the reservoir had air bubble. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the customer was seeing leak from the o ring when trying to prepare insulin from the vial and keeps getting air bubbles in reservoir. Customer stated that the insulin was leaking from o rings. Customer stated that the o rings were damaged. The reservoir will be returned for analysis.